Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that, the retriever device detached in the patient during the procedure. As per the additional information, the retriever device detached from the delivery wire when "stripping" the microcatheter after the retriever device was initially deployed i.e. Retracting the microcatheter to deploy the retriever within the clot. The event happened before the first "pull" or pass, it happened right after the device was deployed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of retriever fractured/broken during use and un-retrieved device fragments.

Event description:
It was reported during the clot retrieval procedure in the distal internal carotid artery, the subject retriever device fractured from the delivery wire in the patient when retracting the microcatheter to deploy the subject retriever within the clot. Attempts were made to retrieve the fractured device by aspirating the clot, using a snare device and using another stent retriever but these attempts were unsuccessful. The procedure was eventually aborted. No further information is available.